Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the device was implanted in the wrong place. The patient went to another physician and had another surgery to reposition the device. The clinic confirmed that the patient had pain at the implant site and a pocket revision was performed. The device was moved to the patient's abdomen and remains in use. No further patient complications have been reported as a result of this event.